Event description:
Boston scientific received information that this device and right ventricular lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. At this time, the cause of the impedance issue has not been determined and no intervention has been performed. The patient is not pacer dependent and they will continue to be monitored. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.